Manufacturer narrative:
The device is expected to be returned but has not yet been received.

Event description:
It was reported that the device leaked an unknown cytotoxic medication where the filter of the infusion set is located resulting in possible healthcare and/or patient contamination. There was no harm to the patient or clinician reported. No additional information is known at this time.

Manufacturer narrative:
Name : (B)(6); the complaint of leakage on the 140099290 primary plum set could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 929095h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found.